Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted after the date and time were confirmed. A new battery was installed during troubleshooting and the user was able to confirm the date and time and continue using the pump. The patient started to experience the issue after the pump was dropped. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the complaint could not be duplicated upon investigation. A review of the pump¿s black box data revealed a history of rebooting. Evaluation found no evidence of moisture within the pump. The battery cap was not included with the returned pump. A test battery cap was able to be secured and was utilized for further testing. No power issues, alarms, or warnings were experienced during a 24-hour exercise test. Unrelated to the complaint, investigation revealed the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.